Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: laparoscopic salpingectomy event description: device was being introduced through the abdominal wall. 2nd port being placed from the dual pack. Experienced surgeon placing ancillary port. The device broke at the start of insertion. Obturator and cannula appear to be broken. No clinical impact. Intervention: another ctf03 was used. Patient status: ok.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a damaged trocar as the cannula shaft was fractured and the obturator was bent. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. A historical trend analysis and review of production records was performed and no relevant documentations were identified.

Event description:
Procedure performed: laparoscopic salpingectomy. Event description: device was being introduced through the abdominal wall. 2nd port being placed from the dual pack. Experienced surgeon placing ancillary port. The device broke at the start of insertion. Obturator and cannula appear to be broken. No clinical impact. Intervention: another ctf03 was used. Patient status: ok.